Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located a crack along the battery compartment found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. Pump not received with original battery cap. Battery cap damaged unknown. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked, cracked case, cracked case-corner of belt clip rails, label damage (serial number label stained and end cap address label fading/peeling), cracked reservoir tube lip, cracked retainer and partially detached retainer. Cosmetic damage was confirmed cracked case-corner of belt clip rails. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack along battery compartment. No harm requiring medical intervention was reported. The customer will discontinue use of the device.